Event description:
It was determined during the trouble shooting of an unrelated alarm that the patient reused single use supplies while performing therapy on the homechoice device. The patient attempted to prime while using the same supplies. The patient was connected to the homechoice during fill four of six. The technical service representative explained proper procedure to the patient and advised the patient to discard all used supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).as the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.